Event description:
The customer reported that the system displayed generator errors, failed to allow fluoroscopic exposures, and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mono-block x-ray tube was evaluated, replaced and a full filament calibration was performed. The system was tested and found to be working as intended and returned to service.